Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the monitoring of the s5 gas blender system stopped intermittently during a procedure. There was no report of patient injury. The device has been requested for return to sorin group (B)(4) for investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the monitoring of the s5 gas blender system stopped intermittently during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the monitoring of the s5 gas blender system stopped intermittently during a procedure. There was no report of patient injury. The gas blender was returned to sorin group (B)(4) for investigation. Visual inspection did not identify any defects or abnormalities. However, the reported issue was confirmed during functional testing. The front plate was replaced and a functional check and a new calibration were performed. During the functional control and technical safety inspection, an additional failure was identified. A new complaint was filed for this issue (see medwatch report 9611109-2016-00688). After the additional failure was resolved, a 24 hour test run was performed and no additional failures were identified. The device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.